Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that pediatric pads cannot be used. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. Asp called customer to get the investigation results. It was confirmed that customer was requesting a consultation on how to activate children's mode. This was a request for consultation on how to use only. Customer reported this case to nmpa as serious injury, however, there was no actual patient harm or injury was reported. This report has been updated from serious injury to product problem.

Manufacturer narrative:
Customer was instructed on how to use the children's mode. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : asp called customer to get investigation results.

Event description:
It was reported that pediatric defibrillation cannot be used. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.